Event description:
The physician was attempting to advance the silverhawk device contralateral to the left superficial artery. He made multiple passes without difficulty, he then removed it and cleaned it. After the first cleaning he was able to return the device to the vessel and continue the procedure. He removed it again and cleaned it again but when he attempted to return the device to the vessel, it would not advance past a bend in the vessel. The device was withdrawn intact and he completed the procedure with a new device. He subsequently carried out post balloon dilatation and then implanted a self-expanding stent. Evaluation summary: the returned silverhawk device was inspected and it was received with the cutter head advanced approximately 2 cm from the cutter window. The cutter head was retracted and a strip of clear jacket/lining material was observed. The material was noted in front and behind the cutter head. It is suspected that he cutter skived the inner diameter of the sheath, which collected inside the silverhawk distal assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.